Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had blank display and multiple pump error alarms. Customer stated that insulin pump had stopped working. The clear plastic ring had popped off and gasket had come out. Insulin pump had alarms included post reset ram crc alarm and history pointers failed and corrupted alarm. The contacts on battery cap was not missed or damaged. The display of insulin pump was not returned after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.